Manufacturer narrative:
Philips service replaced the spp and power supply x00001b and restored the device to full operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that stand movement was partly operational on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.